Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported that, "in the process of groshong PICC catheterization, the specialist nurse found that the guidewire could not be withdrawn during the placement of the guidewire, and the specialist predicted that the front end of the guidewire was rough or protruding according to previous experience, so it was withdrawn together with the guidewire and cannula sheath, and the puncture was successful after replacing with the new sedinger kit. After observation, it was found that the front end of the problem guidewire had obvious protrusions, so it was cut off for later use. Patient had to be re-punctured, increasing pain. Specialist nurses increase their workload."

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that, "in the process of groshong PICC catheterization, the specialist nurse found that the guidewire could not be withdrawn during the placement of the guidewire, and the specialist predicted that the front end of the guidewire was rough or protruding according to previous experience, so it was withdrawn together with the guidewire and cannula sheath, and the puncture was successful after replacing with the new sedinger kit. After observation, it was found that the front end of the problem guidewire had obvious protrusions, so it was cut off for later use. Patient had to be re-punctured, increasing pain. Specialist nurses increase their workload."